Event description:
User facility reported that the device was implanted on (B)(6) 2011. On (B)(6) the system could not be flushed. An x-ray examination was performed which showed that the catheter had migrated from the pt's spinal space. The device was explanted on (B)(6) with a new device implanted the same day. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and eval the MFR with file a f/u report detailing the results.